Event description:
The device was used during a laparoscopic asssited vaginal hysterectomy procedure. Reortedly, the instrument jammed and did not fire. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.